Event description:
The patient was implanted with a left ventricular assist device (lvad). Information was received from the intermacs registry stating: his course has also been complicated by multifocal cva that presented as blurry vision. It was thought his acute symptoms and ams were 2/2 seizure and septic emboli. Anticoagulation was held in this setting. Unfortunately his lvad showed elevated power and flow concerning for device thrombus. Heparin drip was restarted on 2/17 with stable hct once ptt was stable. The report also indicated the patient's anticoagulation was sub-therapeutic and also listed respiratory failure, status-post trach. The report indicated that the patient expired on (B)(6) 2015 after withdrawal of support. Additional information about the event was not provided.

Manufacturer narrative:
Approximate age of device - 1 year and 9 months. The device is expected to be returned for evaluation. It has not yet been received. The attached user facility medwatch report was received from the intermacs registry. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.